Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: d1, d4(model & catalog), e1(event site address & city), g2, g4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and it was confirmed that pumping starts normally. After doing it a few times, the fse was able to confirm with several clinical engineers that everything works properly and pumps properly. Due to concerns, we operated the unit continuously for 4 days, but it worked fine. After consulting with the facility, we decided to return the compressor for preventive replacement. Therefore, parts of the compressor were replaced. The fse then checked the operation and confirmed that it was normal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient when starting up, the cardiosave intra-aortic balloon pump (iabp)  unit had an automatic filling error. The patient presented to the emergency room in poor condition.  After filling several times it started pumping. The patient was in poor condition when he was brought to the hospital. This iabp unit was connected to the patient and "start" key was pressed to initiate iabp therapy; however, "autofill failure" alarm was generated. Several attempts to autofill were made, then pumpint finally started.  The patient's condition became worse, the iabp unit was pumping with internal mode and cardiopulmonary resuscitation (CPR) was performed. The doctor performed heart massage. The patient was reported to expire.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.